Event description:
Medtronic received information from a literature article regarding the long-term outcomes after transcatheter aortic valve replacement (tavr) with two different tavr platforms. The authors conducted a secondary analysis assessing the final five-year patient outcome data from 55 centers in north america, europe, and australia between september 2014 and may 2021. A total of 912 patients were included in the study population (predominantly female, mean age 82.8 years). Patients underwent tavr with either a non-medtronic lotus system (n = 607) or a medtronic corevalve or evolut r system (n = 305). No unique device identifier numbers were provided. In the corevalve/evolut r group, the five-year all-cause and cardiovascular mortality rates were 52.8% and 40.7%, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the corevalve/evolut r group, adverse events included: valve malpositioning requiring the implant of a second valve during the tavr procedure; stroke (disabling or non-disabling); need for permanent pacemaker implantation; major vascular complications; bleeding (life-threatening or disabling); myocardial infarction; repeat procedure for unspecified valve-related dysfunction; new onset atrial fibrillation or flutter; paravalvular leak (mild to severe); prosthetic aortic valve thrombosis (generally detected as an increase in the transvalvular gradient); and hospitalization for valve-related symptoms or worsening congestive heart failure. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Relevant device: product ID: mdt-trans dcs (medtronic transcatheter delivery system), serial/lot #: unknown, ubd: unknown, UDI#: unknown, citation: rizik dg, et al. Long-term outcomes of transcatheter aortic valve replacement with the lotus valve vs corevalve/evolutr: a secondary analysis of the reprise iii randomized clinical trial. Jama network open. 2022 oct 3; 5(10):e2238792. Doi: 10.1001/jamanet workopen.2022.38792. Earliest date of publication used for date of event. Medtronic products referenced: corevalve system (PMA# p130021, product code npt), evolut r system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.